Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The reported events of noise and sensing anomaly were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported during implant procedure that the right ventricular (rv) lead exhibited noise. The physician elected to remove the rv lead and to complete the procedure with a different one. There were no patient consequences.